Event description:
Information received indicates the head section of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to a valve on the hydraulic manifold. The technician replaced the valve to repair the bed.